Event description:
A hemodialysis inpatient user facility reported during treatment a blood leak occurred. The external leak occurred at the circular part of the crit-line blood chamber where the hematocrit sensor was placed. The leak was visibly observed. Test strips were not used. Estimated blood loss was 10 to 20 cc's. Pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up. No prophylactically intervention was administered. Sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A product recall has been initiated by the manufacturer and the reported product issue is being investigated by the manufacturer via a CAPA.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.